Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. Patient also had model# 4900 implanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
It was additionally reported that a second device, model #4900, was implanted. Refer to MFR report#2015691-2009-09980. Device not returned.